Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause is cause traced to component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the image guide bundle on the bronchofibervideoscope displayed significant breakages, which led to a poor image. No patients were involved.